Event description:
Liver failure [hepatic failure]. Case description: initial information received on (B)(6) 2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by pilton et al. With the title "randomized comparison of selective internal radiotherapy (sirt) versus drug-eluting bead transarterial chemoembolization (deb-tace) for the treatment of hepatocellular carcinoma", concerning a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. The patient was part of a randomized trial on 24 patients comparing selective internal radiotherapy (sirt) versus drug-eluting bead transarterial (deb-tace) for treating hcc. Tace was repeated every 6 weeks until no more viable tumor was detected by MRI. The patients were stratified according to tumor load (less than 25 percent / more than 25 percent). All patients suffered from m0 n0 hcc. Liver MRI was performed in all patients to obtain a final diagnosis. To rule out extrahepatic tumor spread, all patients underwent CT of the thorax and abdomen. On an unspecified date, the patient underwent tace with dc bead 100-300 microm (batch number and expiration date not reported) loaded with doxorubicin for treatment of hcc. On an unspecified date after tace procedure, the patient died due to liver failure. No other information were provided. The authors did not assess the relationship between dc bead and the liver failure presented by the patient. Case comment: liver failure is considered unlisted according to the current instruction for use of dc bead. Of note, death is listed according to the current instruction for use of dc bead. The company considers the event liver failure as possibly related to dc bead, since its role cannot be ruled out. Since the interval between last treatment and death is unknown, it is not possible to determine if the event was related to the procedure(s) and therefore the event is conservatively being reported. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on all ongoing basis. The first sales for dc bead in the UK were in 2004. Sales data from (B)(6) 2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead with doxorubicin was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Liver failure. Case description: initial information received on 30-jun-2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by pitton et al. With the title "randomized comparison of selective internal radiotherapy (sirt) versus drug-eluting bead transarterial chemoembolization (deb-tace) for the treatment of hepatocellular carcinoma", concerning a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. The patient was part of a randomized trial on 24 patients comparing selective internal radiotherapy (sirt) versus drug-eluting bead transarterial (deb-tace) for treating hcc. Tace was repeated every 6 weeks until no more viable tumor was detected by MRI. The patients were stratified according to tumor load (less than 25% / more than 25%). All patients suffered from m0 n0 hcc. Liver MRI was performed in all patients to obtain a final diagnosis. To rule out extrahepatic tumor spread, all patients underwent CT of the thorax and abdomen. On an unspecified date, the patient underwent tace with dc bead 100-300 microm (batch number and expiration date not reported) loaded with doxorubicin for treatment of hcc. On an unspecified date after tace procedure, the patient died due to liver failure. No other information were provided. The authors did not assess the relationship between dc bead and the liver failure presented by the patient. Follow-up information received on 21-jul-2015: (B)(6) (B)(4) was provided. Dc bead is a class iib device. Sales data, number of similar incidents, assessment of frequency rate and information on dc bead distributor were provided in case comments. Follow-up information received on 04-sep-2015 follow-up information was received from a different physician. Patient's details (initials, gender, date of birth and age) were reported. This (B)(6) male patient had a medical history of right hemihepatectomy on (B)(6) 2009, atypical liver resection on (B)(6) 2010 and right sided nephrectomy on (B)(6) 2009 because of urothelial carcinoma. He underwent dc bead-tace on (B)(6) 2010, (B)(6) 2011 (product lot number not available). The autopsy was not performed and hence a cause of death remains unknown the physician assessed the liver failure experienced by the patient as related to dc bead. Case comment. Liver failure is considered unlisted according to the current instruction for use of dc bead. Of note, death is listed according to the current instruction for use of dc bead. The company considers the event liver failure as possibly related to dc bead, since its role cannot be ruled out. Since the interval between last treatment and death is unknown, it is not possible to determine if the event was related to the procedure(s) and therefore the event is conservatively being reported. An alternative possible explanation is progression of the patients tumor and/or underlying liver disease. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). The number of similar incidents were reported as : - case (B)(4): reported on 09-sep-2005; country: (B)(6); event: liver failure post unsuccessful transplant; outcome: fatal. - case (B)(4): reported on 20-may-2015; country: (B)(6); events: hepatic failure, liver abscess, pancreatic infarction; outcome: fatal. - case (B)(4): reported on 01-jul-2015; country: (B)(6); event: liver failure; outcome: unknown the estimated number of patient treatments is estimated to be 58,426 (reporting rate of 0.003%) in the EU and 29,960 (reporting rate of 0.007%) in the row (no differentiation between european countries available). No batch number was provided therefore batch review was not possible for this case. Dc bead is sold in (B)(6) via the manufacturer biocompatibles (part of btg). There is no distributor or european representative. Additional information is being sought and will be reported as a follow up report. After reception of follow-up information on 21-jul-2015, the case comments were changed. After reception of follow-up information on 04-sep-2015, the case assessment was not changed.

Manufacturer narrative:
Dc bead with doxorubicin was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Liver failure [hepatic failure]. Case description: initial information received on 30-jun-2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by pitton et al. With the title "randomized comparison of selective internal radiotherapy (sirt) versus drug-eluting bead transarterial chemoembolization (deb-tace) for the treatment of hepatocellular carcinoma", concerning a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. The patient was part of a randomized trial on 24 patients comparing selective internal radiotherapy (sirt) versus drug-eluting bead transarterial (deb-tace) for treating hcc. Tace was repeated every 6 weeks until no more viable tumor was detected by MRI. The patients were stratified according to tumor load (less than 25% / more than 25%). All patients suffered from m0 n0 hcc. Liver MRI was performed in all patients to obtain a final diagnosis. To rule out extrahepatic tumor spread, all patients underwent CT of the thorax and abdomen. On an unspecified date, the patient underwent tace with dc bead 100-300 microm (batch number and expiration date not reported) loaded with doxorubicin for treatment of hcc. On an unspecified date after tace procedure, the patient died due to liver failure. No other information were provided. The authors did not assess the relationship between dc bead and the liver failure presented by the patient. Follow-up information received on 21-jul-2015: (B)(4) was provided. Dc bead is a class iib device. Sales data, number of similar incidents, assessment of frequency rate and information on dc bead distributor were provided in case comments. Follow-up information received on 04-sep-2015 follow-up information was received from a different physician. Patient's details (initials, gender, date of birth and age) were reported. This (B)(6) male patient had a medical history of right hemihepatectomy on (B)(6) 2009, atypical liver resection on (B)(6) 2010 and right sided nephrectomy on (B)(6) 2009 because of urothelial carcinoma. He underwent dc bead-tace on (B)(6) 2010, (B)(6) 2011 (product lot number not available). The autopsy was not performed and hence a cause of death remains unknown the physician assessed the liver failure experienced by the patient as related to dc bead. Follow up information received on 06-oct-2015: patient's medical history included urothelial carcinoma. Patient's date of death was provided: (B)(6) 2013. The exact onset date of the event liver failure was not available, but reported as around (B)(6) 2012. Case comment. Liver failure is considered unlisted according to the current instruction for use of dc bead. Of note, death is listed according to the current instruction for use of dc bead. The company considers the event liver failure as possibly related to dc bead, since its role cannot be ruled out. Since the interval between last treatment and death is unknown, it is not possible to determine if the event was related to the procedure(s) and therefore the event is conservatively being reported. An alternative possible explanation is progression of the patients tumor and/or underlying liver disease this single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: (B)(4). No differentiation between european countries was available. The number of similar incidents were reported as : (B)(4): reported on 09-sep-2005; country: (B)(6); event: liver failure post unsuccessful transplant; outcome: fatal- case (B)(4): reported on 20-may-2015; country: (B)(6); events: hepatic failure, liver abscess, pancreatic infarction; outcome: fatal - case (B)(4): reported on 01-jul-2015; country: (B)(6); event: liver failure; outcome: unknown the estimated number of patient treatments is estimated to be (B)(4) in the row (no differentiation between european countries available). No batch number was provided therefore batch review was not possible for this case. Dc bead is sold in (B)(6) via the manufacturer biocompatibles (part of btg). There is no distributor or european representative. Final case assessment 27 nov 2015: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event. No new information is expected. It has been assessed that no corrective action is necessary at this time and the report is final.

Manufacturer narrative:
The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Follow-up information received on july 21, 2015: (B)(4) was provided. Dc bead is a class llb device. Sales data, number of similar incidents, assessment of frequency rate and information on dc bead distributor were provided in case comments. An alternative possible explanation is progression of the patient's tumor and/or underlying liver disease. The number of similar incidents were reported as: case (B)(6). Reported on (B)(6) 2005; country: (B)(6); event: liver failure post unsuccessful transplant; outcome: fatal. Case (B)(6): reported on (B)(6) 2015, country (B)(6); events hepatic failure, liver abscess, pancreatic infarction; outcome: fatal. Case (B)(6): reported on (B)(6) 2015; country (B)(6); event. Liver failure; outcome. Unknown. The estimated number of patient treatments is estimated to be (B)(6) (reporting rate of (B)(4)%) in the (B)(6) and (B)(6) reporting rate of (B)(4)%) in the row (no differentiation between (B)(6) countries available). No batch number was provided therefore batch review was not possible for this case. Dc bead is sold in (B)(4) via the manufacturer biocompatibles (part of btg). There is no distributor or (B)(4) representative. Additional information is being sought and will be reported as a follow up report. After reception of follow-up information on (B)(6) 2015, the case comments were changed.

Manufacturer narrative:
Dc bead with doxorubicin was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. (B)(4).

Event description:
Liver failure [hepatic failure]. Case description: initial information received on (B)(6) 2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by (B)(6) et al. With the title "randomized comparison of selective internal radiotherapy (sirt) versus drug-eluting bead transarterial chemoembolization (deb-tace) for the treatment of hepatocellular carcinoma", concerning a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. The patient was part of a randomized trial on 24 patients comparing selective internal radiotherapy (sirt) versus drug-eluting bead transarterial (deb-tace) for treating hcc. Tace was repeated every 6 weeks until no more viable tumor was detected by MRI. The patients were stratified according to tumor load (less than 25% / more than 25%). All patients suffered from m0 n0 hcc. Liver MRI was performed in all patients to obtain a final diagnosis. To rule out extrahepatic tumor spread, all patients underwent CT of the thorax and abdomen. On an unspecified date, the patient underwent tace with dc bead 100-300 microm (batch number and expiration date not reported) loaded with doxorubicin for treatment of hcc. On an unspecified date after tace procedure, the patient died due to liver failure. No other information were provided. The authors did not assess the relationship between dc bead and the liver failure presented by the patient. Follow-up information received on (B)(6) 2015: (B)(6) reference number (B)(4) was provided. Dc bead is a class iib device. Sales data, number of similar incidents, assessment of frequency rate and information on dc bead distributor were provided in case comments. Follow-up information received on (B)(6) 2015 follow-up information was received from a different physician. Patient's details (initials, gender, date of birth and age) were reported. This (B)(6)-year-old male patient had a medical history of right hemihepatectomy on (B)(6) 2009, atypical liver resection on (B)(6) 2010 and right sided nephrectomy on (B)(6) 2009 because of urothelial carcinoma. He underwent dc bead-tace on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011 and (B)(6) 2011 (product lot number not available). The autopsy was not performed and hence a cause of death remains unknown the physician assessed the liver failure experienced by the patient as related to dc bead. Follow up information received on (B)(6) 2015: patient's medical history included urothelial carcinoma. Patient's date of death was provided: (B)(6) 2013. The exact onset date of the event liver failure was not available, but reported as around (B)(6) 2012. Case comment. Liver failure is considered unlisted according to the current instruction for use of dc bead. Of note, death is listed according to the current instruction for use of dc bead. The company considers the event liver failure as possibly related to dc bead, since its role cannot be ruled out. Since the interval between last treatment and death is unknown, it is not possible to determine if the event was related to the procedure(s) and therefore the event is conservatively being reported. An alternative possible explanation is progression of the patients tumor and/or underlying liver disease this single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. Sales data from (B)(6) 2010 for dc bead is: (B)(4) vials and row (B)(4) vials. No differentiation between (B)(6) countries was available. The number of similar incidents were reported as : - case (B)(4): reported on (B)(6) 2005; country: (B)(6); event: liver failure post unsuccessful transplant; outcome: fatal - case (B)(4): reported on (B)(6) 2015; country: (B)(6) events: hepatic failure, liver abscess, pancreatic infarction; outcome: fatal - case (B)(4): reported on (B)(6) 2015; country: (B)(6); event: liver failure; outcome: unknown the estimated number of patient treatments is estimated to be (B)(4) (reporting rate of (B)(4)) in the (B)(6) and (B)(4) (reporting rate of (B)(6)) in the row (no differentiation between (B)(6) countries available). No batch number was provided therefore batch review was not possible for this case. Dc bead is sold in (B)(6) via the manufacturer biocompatibles (part of btg). There is no distributor or (B)(6) representative. Additional information is being sought and will be reported as a follow up report. After reception of follow-up information on (B)(6) 2015, the case comment was changed. After reception of follow-up information on (B)(6) 2015, the case assessment was not changed. The additional information received on (B)(6) 2015 does not change the assessment of the case.

Manufacturer narrative:
Dc bead with doxorubicin was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.